Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, experienced an issue where a device was not detected on the bus. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the auxiliary 6 drawers were not recognized on the bus. A field service engineer successfully reseated all row board cables to resolve the issue. The system functioned as intended after the field service engineer resolved the issue.